Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 600 mg/dl. The patient reportedly provided treatment to themselves in the form of insulin via injection. Troubleshooting performed by animas customer support revealed multiple records of the pump being suspended in the pump history. The reporter admitted to manually suspending and resuming insulin delivery via the pump. This complaint is being reported because animas customer support identified use error associated with the patient¿s reported serious injury.